Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The DHR review could not be performed as no lot number was reported and there was no device return to inspect for a lot number. If the lot number becomes available at a later date, the DHR shall be reviewed. The root cause could not be conclusively specified. It was likely the issue occurred due to the following reasons: the o-ring was crushed because it was connected to the gas bomb with an excessive force. The o-ring was tightened even though there were scratches and dents on it. The instructions for use (IFU) provides the following guidelines: be sure to use the packing (o-ring) designated by olympus. Use of a non-designated packing (o-ring) could lead to a gas leak. Do not use tweezers for attaching a new packing (o-ring). Otherwise, the packing (o-ring) may be damaged, which could lead to a gas leak. Be sure to use the designated wrench for attaching or detaching the o-ring lock nut. Otherwise, the o-ring lock nut may be damaged. Chapter 3 installation and connection: 3.3 connecting a co2 gas cylinder. 3. When using the cylinder hose (pin, maj-1080), attach the clamp to a gas cylinder filled with co2. Attach the clamp to the adapter by placing the pin of the clamp into the guide hole of the cylinder and tighten the handle. Tighten with a force of about 17.2 n m (1.8 kgf/m).

Manufacturer narrative:
In speaking with olympus technical support via the phone, the user had requested to order a new part, as the user had an older model. The user was advised of the difference between the old model and new model. The user stated a new model would be ordered, the device would not be returned, and the serial number was unknown. The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that the cylinder hose had a leaking o-ring when being used with the high flow insufflation unit. No patient harm was reported.